Event description:
Related MFR reports: 1627487-2020-04082 and 1627487-2020-04083. It was reported the patient was not receiving effective stimulation therapy from the drg system. Surgical intervention to remove the patient's drg system may be taken at a later date.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: (B)(4). Follow up information received identified the patient had the scs system explanted with no replacements implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-04082 and 1627487-2020-04083.